Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer stated that the insulin pump started delivering a lot of insulin via bolus for no apparent reason. The customer's blood glucose dropped to 40 mg/dl, which was treated with juice. The customer stated that the insulin pump started giving her 25 units of insulin and she hurried to suspend it at 21 units. Her most recent blood glucose was 134 mg/dl. She reported that the insulin pump had alarmed no delivery during priming on the day prior to the event. Upon inspection, the reservoir showed more insulin than what was shown on the status screen. The status screen showed 168.0 units. The device passed the displacement test. The customer reported that she had programmed a larger fixed prime amount than was required by the infusion set to fill the cannula. Upon troubleshoot, she agreed that the device worked as designed. She was advised to monitor. She reported a needle break on a previous infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.